Event description:
Covidien received info an 840 ventilator went into ventilator inoperative condition. The malfunction did not occur during pt use. The covidien customer support engineer (cse) inspected the device and did not duplicate the error code. The cse did replace the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) and installed revision ak software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).